Manufacturer narrative:
Covidien reference: (B)(4). The service engineer (se) verified the event. The se inspected the device and replaced the graphic user interface (gui) printed circuit board (pcb) and updated the hardware on the backlight inverter printed circuit boards (pcbs). The ventilator passed extended self-testing.

Event description:
Report received that an 840 ventilator had an erratic display. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.